Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection near the device site. The device currently remains implanted, and there has not been any intervention scheduled at this time.